Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports on last aligners and needs retainers but the aligners tore up the gums causing infections contributed to 3 new crowns as they moved the old crowns off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.